Event description:
The pt specific implant required intraoperative modification to improve the anatomic fit. The device was implanted at this time. Explantation was performed one month postoperatively due to suspected infection.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.